Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: resistance/carving and difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, resistance was felt during advancement of the thumb advancer, resulting in carving. The physician removed the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.